Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. After discontinuing anticoagulation medication, the patient had a routine 90-day follow-up computed tomography (CT) scan. A laminar, non-mobile thrombus was noted from the pulmonary vein (pv) ridge to the surface of the watchman closure device. There were no device leaks. The patient was placed back on anticoagulation medication and will continue to be monitored.